Event description:
Male patient had port placed via interventional radiology. He presented to his oncology office the next day for an infusion. Upon flushing the port in prep for his infusion, the patient complained of pain. Due to this, the port was not used. The next day, patient (pt) underwent a venogram, which showed the port catheter had dislodged and migrated to the right atrium. The pt required transfer to another campus and CT surgery consult. Four days after port placement, he underwent successful loop snare retrieval of the catheter, and a new port was placed for his oncology treatment. It is unknown if the port/catheter was faulty or if it wasn¿t connected properly. The port/catheter was not saved for inspection.